Event description:
It was reported to boston scientific corporation that a stonetome was being prepared for use in a procedure to be performed on (B)(6) 2024. During preparation, the cutting wire had detached before inserting it into the endoscope channel. The procedure was completed with another device from a different lot number. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results- the returned stonetome was analyzed, and a visual and microscopic inspection found that the cutting wire was broken and detached, the anchor and the wire inside the catheter were blackened. The detached section was not returned. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was broken and detached, the anchor and the wire inside the catheter were blackened, which indicates that the device was energized. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure as per precautions of the device states, also energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, also it can cause a premature cutting wire fatigue, leading to break it. Once the cutting wire breaks, any attempt to remove the device from the scope can detach the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a stonetome was being prepared for use in a procedure to be performed on (B)(6) 2024. During preparation, the cutting wire had detached before inserting it into the endoscope channel. The procedure was completed with another device from a different lot number. There were no patient complications reported as a result of this event.